Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient was hospitalized for hyperglycemia on an unspecified date. The patient's blood glucose levels were not reported. The duration of pod wear was not provided. No further information regarding pod is available. Treatment details were not provided. The date of hospital discharge was not reported.